Event description:
The report received from the affiliate states that during prep, the locking pin of the smart control stent delivery system (sds) was damaged and the stent pre-maturely deployed, outside the patient. The age and gender of the patient is unknown. The product was stored properly and there was no damage noted to the outer packaging prior to opening. When the physician removed the device and flushed the sds, the locking pin dropped from the device causing the stent to pre-maturely deploy. The physician inspected the locking pin and found that the pin was abnormal. Therefore he changed another device to complete the procedure. There was no reported injury to the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that during prep, the locking pin of the smart control stent delivery system (sds) was damaged and the stent pre-maturely deployed, outside the patient. The product was stored properly and there was no damage noted to the outer packaging prior to opening. When the physician removed the device and flushed the sds, the locking pin dropped from the device causing the stent to pre-maturely deploy. The physician inspected the locking pin and found that the pin was abnormal. Therefore he changed another device to complete the procedure. There was no reported injury to the patient. One non-sterile smart 7fr (120cm) stent 12x80mm was received coiled inside a plastic bag. Unit was deployed. Locking pin was received loose and damaged in other bag. No other discrepancies were found. The outer length was measured and found within specification. Locking pin red (lab sample) was inserted and positioned correctly without any problem. Although the unit was deployed, functional test (deployment process) was performed and no anomalies were found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure ''locking pin/damaged'' reported by the customer was confirmed; the cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. During manufacturing process there are controls to detect this kind of damage. Therefore, no actions were taken. The failures ''locking pin/loose-not snapped in place'' and ''deployment deployment difficulty-premature/during prep'' reported by the customer were not confirmed; since the unit came deployed and no anomalies were found during dimensional and functional analysis. The cause of the failure could not be conclusively determined. Neither the DHR review nor the analysis suggests that the failure is manufacturing process. Therefore no actions were taken. With information available it is not possible to draw a clinical conclusion between the device and the event.